Event description:
This lead was implanted on (B)(6) 2006 and is still on active implant till this present date. This lead is due for extraction due to no cathodal stimulation. The physician was dr. (B)(6) at (B)(6) hospital center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).